Manufacturer narrative:
It was later reported that a lead fracture was noted during the revision. This was confirmed when the lead was removed from the device and tested with the pacing system analyzer. The lead was surgically abandoned. A new competitor lead was successfully implanted. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that a red alert was issued for this right ventricular (rv) defibrillation lead indicating high pace impedance. Impedance had been stable at 450-470 ohms and then spiked to greater than 2000 ohms and has been consistently high ever since. Noise was observed on the rv rate/sense channel. The caller manipulated the pocket while running impedance and threshold tests. With pressure on the can, impedance varied from 1700 to greater than 2000 and rv threshold increased. Without pressure on the can, impedance was greater than 2000 ohms and there was loss of capture; capture could only be obtained at maximum outputs. A revision was scheduled. No adverse patient effects have been reported.